Event description:
An optometrist reported that a pt ws diagnosed with dlk (diffuse lamellar keratitis) one day after lasik surgery. The steroid drops were increased and the dlk resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).